Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 82 and 186mg/dl. On another occasion the readings were 50 and 90mg/dl on the two meters. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged the test strips are to be returned for evaluation. Replacement test strips were sent to the customer.